Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking extension set is confirmed, but the root cause could not be determined. One t-lock extension set was returned for evaluation. An initial visual observation of the returned t-lock extension set revealed saline use residues throughout the returned device. A tactile evaluation of the extension tubing revealed tensile weakness along the extension tubing. A functional test of attaching the t-lock extension set to a non-complainant catheter and pressurizing the t-lock extension set with water using a 12 ml syringe revealed the extension set leaked at the extension tubing/plastic interface. A microscopic observation of the leak site revealed adhesive to be disconnecting from the tubing and plastic section of the t-lock assembly. Potential causes of failure may include excessive twisting or pulling of the extension tubing along the t-lock extension set, or inadequate adhesive coverage during manufacture of the product. Because the sample was returned with evidence of use, the root cause of the leak could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, during PICC placement, the client noticed that the extension tubing that supports the guidewire connection was leaking at the connection to the heparin cap and was unable to pre-fill the catheter properly.